Event description:
The pt was bilaterally implanted with smooth gels on 4/7/86. Subsequently, it was noted that the pt's left prosthesis had ruptured and serous fluid had developed and pain and displacement was associated with the right breast. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.